Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvis'), syncope ('fainting spells maybe once or twice a month') and ovarian cyst ('ovarian cysts') in a 22-year-old female patient who had essure (batch no. 627756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergone essure confirmation test". The patient's medical history included body mass index normal, vaginal delivery, multigravida (gravida 2), parity 2 and paratubal cyst. Concomitant products included estradiol since (B)(6) 2018. In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex / dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In 2018, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced syncope (seriousness criterion medically significant) with visual impairment and feeling hot, abdominal pain ("abdominal pain") and complication of device removal ("the physician stated the essure device was harder than normal to get out of her"). The patient was treated with surgery (oophorectomy(one side removal of ovary) and total abdominal hysterectomy (tah)bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, ovarian cyst, dyspareunia, female sexual dysfunction and fatigue had not resolved and the syncope, abdominal pain and complication of device removal outcome was unknown. The reporter provided no causality assessment for syncope with essure. The reporter considered abdominal pain, complication of device removal, dyspareunia, fatigue, female sexual dysfunction, ovarian cyst and pelvic pain to be related to essure. The reporter commented: current weight 115 lbs. 4 coils visible on the right; 3 coils visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Quality-safety evaluation of ptc: final assessment. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment- the reported medical events are not necessarily indicative of a quality defect. No similar ae cases for the reported batch were identified. Review of associated batch documentation did not reveal any deficiencies or give any reason to suspect a quality defect. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs received- previously reported events "painful sex / dyspareunia (painful sexual intercourse), pain / pelvis, ovarian cysts, apareunia (inability to have sexual intercourse), fatigue" outcome updated to "not recovered / not resolved", event "the physician stated the essure device was harder than normal to get out of her", reporter added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvis"), syncope ("fainting spells maybe once or twice a month") and ovarian cyst ("ovarian cysts") in a (B)(6) year-old female patient who had essure (batch no. 627756) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergone essure confirmation test". The patient's medical history included body mass index normal, vaginal delivery, multigravida (gravida 2), parity 2 and paratubal cyst. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), syncope (seriousness criterion medically significant) with visual impairment and feeling hot, dyspareunia ("painful sex / dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), ovarian cyst (seriousness criterion medically significant), fatigue ("fatigue") and abdominal pain ("abdominal pain"). The patient was treated with surgery (oophorectomy(one side removal of ovary) and total abdominal hysterectomy (tah)bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, syncope, dyspareunia, female sexual dysfunction, ovarian cyst, fatigue and abdominal pain outcome was unknown. The reporter provided no causality assessment for syncope with essure. The reporter considered abdominal pain, dyspareunia, fatigue, female sexual dysfunction, ovarian cyst and pelvic pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: current weight (B)(6) lbs. 4 coils visible on the right; 3 coils visible on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.5 kg/sqm. Quality-safety evaluation of ptc: final assessment. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the reported medical events are not necessarily indicative of a quality defect. No similar ae cases for the reported batch were identified. Review of associated batch documentation did not reveal any deficiencies or give any reason to suspect a quality defect. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Most recent follow-up information incorporated above includes: on 1-may-2019: pfs and mr received- events- "apareunia (inability to have sexual intercourse), ovarian cysts, pain / pelvis, fatigue, abdominal pain, patient did not undergone essure confirmation test", medical history added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.